Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. Reportedly, the customer had a seizure. Customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy. System check was performed by tandem technical support and reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.